Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD implanted: (B)(6) 2017, 6947m62 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain, hiccups and thumping in chest. The patient noted to have diaphragmatic stimulation. The patient was given medication and sent to the emergency room (ER) where reprogramming was done. The left ventricular (lv) lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.